Event description:
On may 22, 2008, the lay patient contacted lifescan (lfs) alleging her one touch ultra mini meter prompted the apply sample message. She said the alleged issue did not occur with all of her test strips. She said she was able to get a result or two. However, she claimed that sometimes the meter did not count down though the blood sample drew into the test strip. The medical affairs specialist (mas) sent follow-up questions to lfs canada and received answers included below. The patient said she does not take any diabetes medication. She normally tests her blood glucose 3 times per day with meals. The patient said the product issue first occurred on two days before at about 7:00 am. She said she started to feel tired, drained of energy and had blurred vision at about 11:00 am and she was unable to obtain a meter reading on the same day. She was not tested with another device. The patient apparently described her symptoms as being low; however, the symptoms she described are typically associated with hyperglycemia. She took no self-treatment and received no medical intervention. She said she continued to have the symptoms on the day after the original date at 8:00 pm. The patient did not provide specific readings or associated testing times for the "result or two" she described as noted above. The patient told the lfs canada customer service representative (csr) she had been eating mostly liquids and sweets. The patient's products were replaced. The csr advised the patient to contact her doctor. The complaint is reported because the patient said she was unable to obtain readings on the lfs product and that reportedly, she experienced symptoms that may be suggestive of hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.